Event description:
It was reported that the images on the 9800 system are poor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation found that the camera cooler was bad. Replaced the ccd camera. The system was tested and found to be working as intended and placed back into service.